Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument with an alleged issue to perform failure analysis. The medium-large clip applier instrument had a severely bent grip, causing misalignment of the grip-tips. There was a 1.316mm offset at the tips. The clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. Also, the instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip did not freely release from the grip tips after closing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier instrument tip was bent. It was possible to load the clip, but it did not fit properly, and it was not possible to release the clip. Use of the instrument was discontinued, and it was replaced with a backup instrument. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the procedure, the instrument was inspected, and no issue was found on the disk and wrist. The medium-large hem-o-lok clips were used. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but could not be provided.